Event description:
Boston scientific received information that this patient had pulseless electrical activation after the defibrillation threshold testing. Fifteen minutes of resuscitation was initiated with respiratory support. Medication was provided to the patient. Antibiotics were given because of pneumonia. Respiratory support was stopped and the patient was discharged to home in a stable cardiac condition. No additional adverse patient effects were reported.

Manufacturer narrative:
At a later date, it was reported that the patient died one month later. The cause of death was not provided. There were no allegations reported that the device caused or contributed to the patient's death. The device was explanted and returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.